Event description:
It was reported that, "accolade stem curb impactor handle, used it to implant the accolade stem, after the stem was seated it was stuck in the drive hole of the stem. He used a hammer to back it out and when he hit is to tap it with the hammer, the curb impactor broke in half."

Manufacturer narrative:
Visual examination, device history review, complaint history review, material analysis. Results: visual examination confirms the reported event. Device history reviews shows no reported discrepancies. Complaint history review shows there has been one other reported events. Material analysis shows the material to be in accordance to the values in the material specification. Conclusion: appears to be user related. This event was to be included in a retrospective summary report (B)(4) but the scope was revised by FDA & this event is now outside the scope.